Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus france, this phenomenon was attributed to the stuck at the distal end in the doorway of the storage cabinet due to the user handling.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was confirmed. The distal end was fell off from the insertion part unit. Some parts of the device were broken. (Such as the instrument channel, the light guide, and the image sensor) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer reported that the device got stuck in the doorway of the storage cabinet and became broken. The distal end of the device fell off. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.